Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, during a thyroid procedure the nim electrode check was not completed and displayed a constant lead not detected message. The muting cable did not mute there was noise associated with the bovie. All of the accessories of the nim that were present in the facility that were not working were switched off. The system was unplugged and tried to be connected wirelessly and also by changing the connecting probes, however the system was still not muting correctly. All ports and nim/accessories were examined post procedure and they were all secure and passed the electrode test and therefore it was suspected to be a emg tube related issue. The procedure was completed with the reported product and there was no patient impact.

Manufacturer narrative:
H3: the device was returned in a resealable bag. There were traces of contamination observed on the cuff, traces of liquid observed inside the tube, and all 4 trace pads had voids. There was an orange tape wrapped around the tube near the clamp shell when returned. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 66.9 ohms (blue), 39.6 ohms (blue with white stripe), 86.9 ohms (red), and 174.1 ohm (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for electrode check and functional test. The device passed the electrode check and there was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previous codes b17, c20 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.